Manufacturer narrative:
Device evaluation summary: the reported battery failure was verified during service. The issue was resolved by replacing the batteries. Preventive maintenance was performed per specifications. Note d9:the instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that a battery failure was observed. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that it was known that the battery had a defect through testing. The battery has been installed in the instrument since the bio-console 560 instrument was manufactured in 2022.